Manufacturer narrative:
The product and data logs were returned for analysis. In addition, the hemashield graft was returned at the conclusion of the 18 day hemodynamic support. The product lot was investigated and no other complaints have been made against this lot of 5.0 pumps. When the hemashield graft was analyzed there was a large thrombus burden observed. The thrombus likely contributed to the adverse event and pump damage. The pump's steering catheter was found to be damaged upon analysis. The damage did not affect support as the pump was being explanted. The impella got stuck in the graft anastomosis but, the team was able to partially torque it, though to fully remove it the pump had to be cut. The large clot found in the graft likely contributed to the damage. Due to the low risk index, from a minor severity and very low occurrence, there will be no CAPA but, the failure mode will be monitored and trended. Internal reference (B)(4).

Event description:
A (B)(6) male was transferred to (B)(6) medical center from another hospital for hemodynamic monitoring and escalated care. On the (B)(6) an impella 5.0 was placed via the right axillary artery. Of note, the graft was said to be sutured at 90' and tunneled under the skin. The pump was successfully supporting the patient for 16 days, and then the weaning process began with plan for surgical removal. On the (B)(6) the pump was being removed and an iabp was to be placed. The iabp was not enough hemodynamic support and so the 5.0 remained for support. On the (B)(6) the physician decided to add ECMO support for ongoing respiratory needs. The patient was again taken to the or for surgical explant of the 5.0 on (B)(6). While attempting to explant the pump, the team met resistance and could only torque and remove the pump partially. The pump was cut and the parts of the pump were removed through the anastomosis. Due to the explant complications, there was over a liter of blood lost and 3 liters were infused back to the patient, in addition to platelets and ffp. The axillary artery was repaired in the operating room, it had been damaged but, not dissected. The family is determining the care plan due to questionable neurologic status, and the patient's final outcome is not known at the writing of this medwatch report.